Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the carotid artery. The emboshield nav6 embolic protection system retrieval catheter was noted to have a slight white film present at the distal part and when it [the film] was touched, it was crushed. It was reported that the emboshield retrieval catheter was continued to be used without any issues. There were no adverse patient effects and there were no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned unit. The reported substance on the retrieval catheter was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. It should be noted that the emboshield nav 6 instructions for use states: carefully inspect system components prior to use to verify that they have not been damaged and that the size, shape and condition are suitable for the procedure for which they are to be used. In this case, use of the device did not contribute to the reported issue, and the excess lubricant would not have contributed to a difficulty with the procedure and/or risk to the patient. The investigation determined that the noted substance was likely excess perfluoropolyether lubricant which is applied to the distal tip of the retrieval catheter during manufacturing. The lubricant is used to aid in the retrieval process. There is no indication of a product quality issue with respect to manufacture, design, or labeling.